Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid. There were no visual indication of particulates. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The cycler did not power down on its own during the treatment test. The power cord did not become loose during the tests and power down the cycler unit. The cycler underwent and passed a system air leak test, valve actuation test, current leakage test and catch post hi-pot test. During a simulated treatment, the cycler was powered off * in drain 0. When the unit was re-powered, it successfully completed the power fail recovery sequence and the treatment was able to be resumed. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. A mushroom head check was performed and passed. The cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the power cord of a patient¿s liberty select cycler sparked while it was plugged into the outlet. The power cord was replaced. Upon follow up, the patient reported that there was no melting, smoke or flame. The patient was not connected to the cycler when the event occurred. The patient was able to complete peritoneal dialysis treatment using the cycler. The power cord has been replaced and is continuing treatment on the cycler without any recurrence of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the malfunction. The complaint device was not available to be returned to the manufacturer for physical evaluation.